Event description:
The respiratory care director reported the following event of (B)(6) 2014 @ 12:55pm: a female patient came into the ER and was placed on the ventilator by respiratory. A disconnection occurred at the connection between the mask and patient circuit, and it was reported that the ventilator did alarm. Nursing reported the event; respiratory staff was not onsite at the time of the event. The manufacturer's field service engineer (fse) reported information received from the customer indicated at the time of the event, the ventilator had began alarming and nursing responded and attempted to silence the alarm. While bedside, it was noted that the patient was unresponsive and it was then noted that the tubing of the patient circuit from the ventilator was not connected to the face mask. The fse performed internal and external inspection of the unit and found the internal exhalation port tubing disconnected from base port. The fse reconnected the internal exhalation port tubing to base port to correct the finding. The finding of the disconnected tubing was reported to have no effect on the operation of the unit or alarms; it's the exhalation tube that someone pulled out of the base and didn't reconnect. The fse completed a full performance verification test which passed. Further information regarding the event and patient has been requested from the customer.

Manufacturer narrative:
Disconnected tubing; reconnected.